Event description:
Breakage of the weil screw driver. There was no adverse consequence reported.

Manufacturer narrative:
Summary of eval: visual inspection confirmed the head breakage. Mfg review performed indicated the devices were manufactured according to specifications. The cause of the breakage is unk. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.